Event description:
It was reported that the lead was removed for it "non-functioning status". The lead was not sensing or capturing. A new lead of the same model was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.